Manufacturer narrative:
The customer reported complaint of the thermogard ivtm system (sn (B)(4)) displayed a tcmid:(B)(4) (ce post failure) was confirmed through review of the event log and during functional testing. The defective cooling engine (ce) needs to be replaced to remedy the fault. As part of routine service during testing, the console was examined and found the oil presence in the coldwell, confirming the failure of the cooling engine. Event log shows tcmid:(B)(4) errors, confirming the reported complaint. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported, the thermogard console displayed a tcmid:(B)(4) (ce post failure). The reporter was unable to specify if the issue occurred during set-up or patient use. No known impact or patient consequence information was available